Manufacturer narrative:
Product analysis: it was determined during analysis of the analyzer that the battery connector was corroded. The analyzer was sent for further repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer returned to service with the programmer as an associated device subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.